Event description:
The patient's pump had been alarming since (B)(6) 2010. Telemetry had not been performed. The patient missed a refill and was experiencing acute pain and sweating. She stated that the pump "died" on (B)(6) 2010. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).